Manufacturer narrative:
This report is submitted on november 23, 2022.

Event description:
It was reported that the patient's charger appears to have melted. A new replacement charger were sent to the patient. No serious injury was reported.